Event description:
It was reported that a revision surgery was required due to pain, swelling and joint instability. The insert was removed, the other components remained.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The clinical /medical investigation concluded that the 6-week delay in receiving physical therapy/active and passive rom post primary right tka was likely the contributing factor to the pain secondary to resultant arthrofibrosis and subsequent manipulations under anesthesia (10 weeks post-op (B)(4)). However, the reported malpositioning of the tibial component and the non-resurfaced patella with early grade 2 deformities and resultant fibrosis are also potential contributing factors to the muas and the 1st revision/poly exchange to a constrained liner (B)(4). The cultured proteus mirabilis was the contributing factor to the post-revision wound dehiscence/infection and subsequent 2nd revision debridement and smaller poly exchange. The patient impact beyond the persistent pain, arthrofibrosis, subsequent muas, 2 revisions and long-term antibiotic therapy/suppression cannot be determined. No further medical assessment can be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.